Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. The nurse found out there was a foreign material inside the package no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Was the procedure completed without any adverse effect to the patient? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please return all relevant packaging material. Please provide the source or name of person providing answers to follow-up questions: h3 evaluation: no sample received. Only photo. Received pictures are checked visually, and concluded that: product complaint (B)(4): the image shows a transparent plastic package being held with a drain. Near the center-lower area of the image, adjacent to a blue line/stripe on the packaging, there appears to be a small dark speck or particle trapped within or attached to the plastic material. The object appears foreign to the packaging material and is visible without magnification. The image does not clearly identify the composition of the material (e.g., metal, plastic, fiber, dirt, insect, or manufacturing debris). Conclusion: based on the photograph provided, a small dark particulate-like material is visible in the packaging. The exact nature, composition, and source of the material cannot be conclusively determined from photographic evidence alone. Therefore, the complaint regarding the presence of foreign material within the package is considered confirmed based on visual observation; however, the root cause could not be determined without physical sample evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.